Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis of the returned device revealed that the guide wire was returned with blood and contrast visible on the tip coils. The core was separated at the distal end of the hypotube. The separated edges were jagged and ovaled as if the hypotube kinked prior to separating. The distal portion of the separated guide wire was twisted in a corkscrew appearance. The polymer was intact. The tip coils were pushed distal to the center solder for a length of 1.5 mm. The intermediate coils were pushed distal to the proximal solder for a length of 1 mm. There were two bends in the shaping ribbon 2 mm and 5 mm proximal to the tipball. There was no other damage noted to the guide wire. The separated guide wire was passed through a hole gauge and this met manufacturing criteria. The proximal end of the guide wire, up to the hypotube, passed through a .0139" hole gauge. The distal end of the guide wire was dipped into red congo dye to confirm that there was hydrophilic coating present on the guide wire. The tip was tugged on to confirm that the shaping ribbon and core were intact. The guide wire has been sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation could cause or contribute to patient injury. Device issue: guide wire core separation. It was reported that the bmw universal guide wire was used to wire the left cx. An attempt was made to advance a 2.0 x 15 mm voyager on another company's guide wire to the 2nd obtuse marginal, but strong resistance was felt with the balloon catheter, so the universal guide wire was removed. When the guide wire was outside the patient, the polymer coating was observed to be split. Additionally, as the guide wire was retracted through the guiding catheter, it caught on the voyager and damaged it. This is being reported based on the analysis of the returned device which revealed a core separation.